Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the arrow in the right hand corner became "unreliably responsive". Reportedly, it would take multiple attempts before the arrows react to the touch. During troubleshooting with tandem's technical support, the reported issue was confirmed. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received.